Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4082028. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd posiflush tip broke. The following information was provided by the initial reporter, translated from dutch to english: notification: syringe twists broken so that it cannot be used consequences: the 3-way tube is then no longer usable because the plastic tip of the syringe is stuck. Risks: not appointed. 16sep. The end user has indicated that no patients have been involved. However, the process was disrupted. It was not possible to work professionally.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.